Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving audible blood glucose (bg) alerts as intended. Additionally, it was reported that requested boluses were not correcting bg levels, leading customer to believe there was a pump issue. Multiple follow-up attempts were made by tandem technical support to have customer upload pump data in order to complete troubleshooting; however, no response was received. Customer's blood glucose level was 108 mg/dl.